Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found the rf (radio frequency) head cable was worn out. Analysis also found the plastic anti-slip layer was ripped off the rf head label. (B)(4).

Event description:
It was reported telemetry was intermittent with devices, many tried, works for a while but then looses telemetry. The rf (radio frequency) head was returned for service. There was no patient involvement indicated.